Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing. The programming changes were made. No patient consequences reported.